Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken at the distal end and no material was found missing. Several of the broken main tube pieces were returned and the returned broken pieces measured approximately 0.162" x 0.168", 0.084" x 0.091, and 0.102" x 0.145". This failure is most commonly caused by mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.089¿ - 0.264¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the product involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the prograsp forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument has 5 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being reported because: although there was no report of patient injury, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, during usage of the prograsp forceps instrument, the surgeon noticed that the instrument wrist was "deformed, in a different direction than usual." The customer stated that the joint between the black shaft and the silver wrist came off and a fragment fell inside the patient. Since the instrument connection on the wrist appeared to be broken, the instrument was taken out for inspection and it was confirmed that the instrument was broken. The customer confirmed that the fragment was retrieved and confirmed that no problems were identified during visual inspection of the instrument prior to its use. According to the customer, there are no photographic images of the device(s) available for review. The customer stated that they sent the damaged pieces along with the instrument for failure analysis investigation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved using assistant forceps and no additional surgical procedure was required to remove the fragments. An x-ray examination was performed to check for remaining fragments after the procedure. The customer stated that it is unknown how long the instrument was in use prior to the issue and that the customer was widening the vision when the instrument fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure and so, the fragment(s) did not fall inside the patient during an instrument tip/accessory collision. Prior to the breakage, the instrument was removed during the procedure but the wrist was not straightened prior to the removal. It is unknown whether the surgical staff felt any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, it is unknown whether the wrist was straightened but it was confirmed that the surgical staff felt resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred and it is unknown whether the surgical staff noticed any other damage to the instrument after the event occurred. No injury occurred to the patient.